Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 44 mg/dl, 216 mg/dl, and 224 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The customer reported that images displayed a microcalcification on the pt image obtained with the philips system. There was no report of misdiagnosis.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory. This is a final report.